Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 6/3/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the doi of (B)(6) 2004 is a revision from a previous hip replacement in 1990. An srom stem/sleeve was placed in 1990 and unknown acetabular component. The patient was revised for cup loosening and osteolysis, if we receive more information that indicates the cup/liner were depuy products we will update as needed. During placement of the new cup on (B)(6) 2004, a crack occured during reaming. The patient was then revised on (B)(6) 2012 for acetabular bone loss and a cage was placed for additional fixation. The cup placed on (B)(6) 2004 was removed, but there was no mention of loosening. The unknown reamer is being reported for the crack. No labs were provided for the alleged high metal ions, so the srom stem from 1990 is being reported for the alleged high metal ions. The complaint was updated on: 6/30/2015.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search found additional complaints against the 1237320 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for this product. A complaint database search was not possible for the remaining product/lot combinations as they were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture (bone), metallosis.